Manufacturer narrative:
(B)(4). The device was received and evaluation is in progress. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from september 22, 2014 to september 25, 2014. The device was received for evaluation. A visual inspection on the device noted a solid white particle approximately 1.32 to 2.77 mm in length, floating in the fluid of the reservoir. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) spectrophotometer scanning. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was observed to have particulate matter inside the balloon. The unit contained tobramycin and ceftriaxone. This was discovered before use. There was no patient involvement. No additional information is available. This is report 1 of 4.